Event description:
It was reported that using a femoral artery access site during a procedure of the heavily calcified, moderately tortuous, de novo, mid left anterior descending (lad) artery, the balance middleweight universal ii (bmwuii) guide wire was delivered and pre-dilatation completed with a 2.5 x 12 mm non-abbott balloon dilatation catheter (bdc). A 2.5 x 15 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion. There was difficulty due to the heavily calcified artery. It was noted that as the xience prime sds was being maneuvered up and down slowly the proximal mid shaft bent then separated. The device was removed from the anatomy without reported issue. Although some difficulty was noted a different 2.5 x 15 mm xience stent was delivered and deployed. The percutaneous coronary intervention had a good result; there was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: bmw universal ii. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.